Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). :expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to pain at the implant site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.complainant reported that the implant was removed due to infection at the implant site.the reported complaint could not be verified. A definitive root cause for this complaint could not be determined.infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.the following sections have been updated: d4: expiration date, UDI .h3: device evaluated by manufacturer: change ¿no' to 'yes' .h4: device manufacture date .h6: evaluation codes; type of investigation, investigation findings, investigation conclusions .h10: additional narrative.the following sections have been corrected: b5: describe event or problem.

Event description:
It was reported that the implant was removed due to infection at the implant site.